Manufacturer narrative:
One 5.5 mm pk sa healicoil anchor was returned for evaluation. Visual assessment of the device confirmed its breakage. Approximately 90% of the anchors threads have been broken off and were not returned. Dimensional assessment is prohibitive due to the anchors condition. The area of breakage is heavily burnished indicative of contact with the cortical layer of bone. This indicates the anchor were likely off axis during insertion. Per the device ¿establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the site. Continue to rotate the anchor until the horizontal laser mark is flush with the bone surface¿.

Event description:
It was reported that the surgery was prepared with gold awl, implanted about 80% of the way when it was notice that all the threads had sheared off the body of the anchor. It was used the same bone hole with the replacement anchor. Nor delay or patient injury reported.